Event description:
On 31-oct-2024 new information was received, stating that the high blood glucose levels were not caused by the pump, but a result of an inflammation at the insertion site of a non-roche sensor and thus, the allegation against the pump was withdrawn.

Manufacturer narrative:
This case with patient identifier (B)(6), is related to case with patient identifier (B)(6). The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin resulting in elevated blood glucose levels of more than 400 mg/dl despite an temporary basal rate of 250% being active. The patient was in the hospital for two days and according to the hospital´s hcp, the infusion device's age was the reason for the elevated glucose levels.